Event description:
A tulip filter was deployed (femoral) by the physician in 2009, and the stabilizing legs did not deploy. The filter stayed collapsed and migrated to the pt's heart. Two physicians worked with snares from femoral and jugular access to snare the hook of the tulip. After roughly 3 hours the hook was snared and then removed via the right femoral. Pt is doing ok at this time.

Manufacturer narrative:
Event evaluation - still under investigation.